Event description:
The event is reported as: complaint alleges: on a woman (B)(6), during a radical cystectomy, the applier has broken inside the pt when the surgeon has clamped on the ureter. No part has fallen down into the pt, the whole of applier was removed. There was no consequence for the pt.

Manufacturer narrative:
No sample is available for investigation, but a photograph was sent to the manufacturer. Investigation is incomplete. A follow-up report will be sent when investigation is completed.